Event description:
A nurse was attempting to start an IV in a patient who presented in labor. The rn is very experienced in IV starts and is on the IV team for starting IV's in hard-stick patients. Per the rn, the needle seemed dull. It was difficult to insert the IV needle in the patient's arm and the patient complained of pain more than what the rn would expect. She stopped the process and obtained another IV needle to start the IV line. Staff have reported that they are seeing "dull" needles and this has been reported previously. In this case, the patient was well hydrated and was not a difficult IV start. The IV was able to be established on the first try with the second needle. The rn did not alter her technique other than to obtain another needle. There are no obvious visual defects to the device that would indicate that the needle is dull.====================== health professional's impression======================rn feels the needle may be dull.====================== manufacturer response for 18ga IV catheter, insyte autoguard======================we are awaiting instructions to return the device to the manufacturer for their investigation and analysis.